Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced time/clock anomaly. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia treated with glucagon, emergency visit to hospital . Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-342, mmt-7040ma, mmt-441ag. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-7040ma. No product return is required for mmt-441ag. The customer will continue using the device.

Event description:
Updated summary: customer's wife reported that customer had a low blood glucose value. Low was treated with juice, oral gel, glucagon, and the paramedics were called on (B)(6) 2024 at 3am. Customer took 2500mg of tylenol. Helpline advised to keep monitoring blood glucose while on tylenol and to turn off smartguard. Caller said time was incorrect - it was 1 hour ahead (but did not allege time/clock anomaly). Helpline assisted with correcting the time. Customer declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.